Event description:
New information indicated no intervention was performed. No adverse consequences were reported and the patient would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information reported that during follow-up on (B)(6) 2016, the pulse generator continued to exhibit high battery impedance. All other electrical values were normal. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. No intervention or patient symptoms were reported. The patient would be monitored.